Manufacturer narrative:
Citation: xiong, t. Md et al. Permanent pacemaker implantation after transcatheter aortic valve replacement in bicuspid aortic valve patients. J interv cardiol. 2018; 31:878¿884. Doi: 10.1111/joic.12546 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review regarding permanent pacemaker implantation after transcatheter bioprosthetic aortic valve replacement in native bicuspid aortic valves. All data were retrospectively collected from a single center between 2012 and 2017. The study population included 80 patients, which were implanted with a medtronic corevalve transcatheter aortic valve (tav) or a non-medtronic self-expanding tav. Serial numbers were not provided. The study population was predominantly male; mean age 75 years. Among all patients adverse events included: increased mean gradients (14 mmhg), valve-in-valve implant, greater than mild paravalvular leak (pvl), right bundle branch block (rbbb) with a junctional rhythm, junctional tachycardia with premature ventricular contractions, left bundle branch block (lbbb) first degree heart block, and atrio-ventricular (av) block treated with permanent pacemaker implant. Based on the available information, these events may have been attributed to a medtronic product. However as multiple manufacturers were noted in the literature, a direct correlation could not be made between the observed adverse events and the medtronic product. No additional adverse patient effects or product performance issues were reported.